Event description:
The customer reported that the system made a loud noise and then shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in eval and troubleshooting of the system. No conclusion can be drawn as repair info was not reported.